Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, a possible cause for the reported condition of the device running by itself was problems with the motor, bearings, and burnt motor pins, which were each replaced. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There has been no reported patient or user injury, and the procedure was completed successfully with another device.